Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had scope communication error (b30). The issue occurred during an unspecified diagnostic procedure (before sedation) which was completed by backup device and there was a less than 30minute delay. There were no reports of patient harm.